Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2017 and the mesh was implanted. It was reported that there was a device issue: pain, burning and erosion started from day one. It was reported that it did not help with incontinence and the tension through the pelvis was unbearable. It was reported that the patient couldn't sit for pain of feeling ripping open. It was reported that the patient couldn't stand for pain that the guts were being pulled downward and out. It was reported that on (B)(6) 2017 the patient went to family doctor as there was a long string of stiches hanging out that the surgeon said the family doctor could trim.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent. Events associated with patient's second event submitted via mw# 2210968-2018-73231. Events associated with patient's third event submitted via mw# 2210968-2022-02368.